Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) tested the level module and level sensors and could not verify any issues with operation or contact surfaces. The unit operated to the manufacturer's specifications. Per the fsr, the end user was not waiting any amount of time before connecting the level sensors. The end user was advised of device instructions for use (IFU) and has not had any further issues. Per data log analysis, on (B)(6) 2020 the level module log shows multiple 'alert probe uncoupled' messages, which is likely caused by the sensor pad not fully adhered to the reservoir. 9:49:40 alert/alarm selected, level on. A message was displayed on the central control monitor (ccm) to inform the user that the probe was not attached. 9:49:44 the user tuned off the level. 9:49:59 level was enabled with the same message 'level not attached', the message that appears in the system log is 'alert probe uncoupled'. 9:50:10 level disabled. 9:51:40 level enabled with the same message 'level not attached'. 9:51:48 level disabled. The level detector remained off throughout the case, the system was powered off without exiting the perfusion screen and without performing proper system shutdown. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the perfusionist was having trouble with the level sensing system. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.